Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator. The reason for call was representative reported that patient can't connect to the implant to charge. The issue started about a week ago. Representative said they tried a different recharger and reset the controller, but that didn't resolve the issue. Representative mentioned that another representative provided the patient with a new controller and battery pack probably in the past year; rep said they have logged an event for that incident. Rep to meet with patient later to troubleshoot. Technical services(ts) reviewed passive recharge mode. Reviewed disable/re-enable neurostimulator. Also reviewed interrogating the implant to see if passive recharge mode would induct current into the neurostimulator. No symptoms were reported. Patient said that after seeing rep yesterday, they came home and found the stimulation was too high so they moved to group a. They said "group b has more vibrations and group a has less vibrations". Patient says currently they cant get implant to connect to charge. Patient was in prm during the call and it did start charging but also showed a system problem rm-03 code. They unplugged recharger cord during the call and plugged back in, and it says no device found when trying to charge implant. Patient inspected controller port and says it looks dark and they don't see any pins. A request was sent to repair dept to replace controller.additional information was received from rep. It was reported that they were able to finally connect to the ipg and recharge the unit. They performed the recharging steps, issue has been resolved. Patient called back, confirmed receiving the replacement controller and needed help to fix the device. Controller showed set up for implant screen and then controller showed connect the recharger. Agent instructed patient to start a chare session; controller showed no device found then implant went into passive recharge mode with numbers 0-0-0, patient repositioned the recharger and patient mentioned the controller showed system problem rm03. Agent instructed patient to reset the controller and patient confirmed no visible damage to the recharger. Patient then mentioned they had another recharger and confirmed no visible damage to the other recharger. Agent instructed patient to start a charge session with the other recharger and patient confirmed the controller was paired to their implant. Controller showed 70% and implant red recharging with excelent quality. Agent reviewed with patient to charge their implant and to monitor. The troubleshooting steps taken on call resolved the issue. Patient called back stating they had received the replacement controller and were able to charge the implant this morning; however, the batteries screen will just display and the implant does not increase. Patient also seemed to describe the screen circling on checking the recharger. Agent had patient reset controller, blow air into port, and wipe recharger pins. Patient then connected the recharger and reported batteries screen with controller at 100% and implant at 70% with no light above the screen and no charge quality or recharging on screen. Patient reported no visible damage to the recharger. Patient again connected the recharger and reported poor recharge quality and then, when cord was wiggled, excellent charge quality. Agent sent request to repair for replacement recharger.patient called back and stated they received the replacement recharger, but they still couldn't charge the implant, and they were still stuck on checking the recharger. During the call, patient was charging the implant, and the screen was switching between looking for a device and checking the recharger. Agent had patient disconnect and reconnect the recharger and after a few minutes, patient confirmed the controller battery was at 80% while the implant was recharging 60% with excellent quality. Agent waited for 5 minutes, and patient said after 2 minutes of recharging, they got batteries low. Replace the controller batteries soon message. Agent had patient reset the controller and agent confirmed patient was using the replacement controller. Agent had patient clean the connection and start a recharge session; however, they were still stuck on checking the recharger and later on, they got "terminated". The issue was not resolved. Agent sent a repair request to replace the controller. Patient commented they needed the device to work because if not, they will be in pain. Additional information was received from rep. It was reported that cause of the issue was is possibly amplitudes were set too high and mentioned that the when they saw the patient settings were comfortable to him per his feedback. Rep also mentioned that they have not heard back from the patient and the information was confirmed with the patient.